Manufacturer narrative:
(B)(4) d10 cer option type 1 tpr sleve -3; item number# 650-1065; lot # 980920, taperloc stem; item number# 14-13200; lot # 604300, 32mm i.d. Size gg elevated rim liner use with 48mm o.d. Size gg shell; item number# 00875200832; lot # 630203144. Screws plus rings; item number# unknown; lot # unknown; qty# 2. 10 hole plate; item number# unknown; lot # unknown. Screws; item number# unknown; lot # unknown; qty# 7. Zimmer frame; item number# unknown; lot # unknown. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 1-year post implantation due to traumatic dislocation. During the procedure, the hip was easily reduced without further fractures noted on x-rays. A zimmer frame was implanted to prevent flexion and internal rotation without complications. It was confirmed that no further information could be provided.